Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had high blood glucose in the 600 mg/dl to 700 mg/dl range and wanted to report this incident. The customer also stated that the reservoir may have leaked. Troubleshooting found that the pump passed the self test. The customer was advised to monitor the pump and to make sure that his blood glucose comes down. Troubleshooting did not take place for the reservoir as the customer did not have the reservoir.